Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia pd cycler sets had "ill fitting" patient line caps. This event occurred before use of the device, the patent discovered the issue and then discarded the products. It was further reported that sometimes the caps would fall off when they removing the cassettes from the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.